Event description:
This is the first of two reports on the same event involving two lot numbers of the same product. Refer to medwatch 9681121-2012-00021 for a description of the second report. It was reported by a pt that she experienced red eyes, infections, and was unable to see well. She stated that she only wore trial contact lenses and implied that she wore the trial contact lenses for almost a year. She was examined by an eye care professional and diagnosed with a significant infiltration in the cornea. She stated that her eyes were seriously injured but recovering. According to the pt, she required eye glasses, dressings, drips, and eye bandages. Add'l info received on (B)(6) 2012, from the pt stated that the event has not resolved. She is being treated with blef 10 antibiotic and re-wetting drops for an add'l 15 days. The pt is currently wearing contact lenses approx 7 or 8 hours per day, then removes the lenses and wears eye glasses. The pt stated her vision has improved. A f/u examination with her eye care professional has been scheduled. Add'l info has been requested from the eye care professional but not yet received.

Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for eval. There were no non-conformities or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).